Event description:
It was reported that the wires of the large suturecut needle driver instrument were exposed at the distal end, which was identified in central processing. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that one grip close cable was derailed and frayed at the distal idlers pulley. The idler pulley has difficulty spinning and damages are found on the pulley discs. The grip tips can open and close, but do not move intuitively. The instrument has 7 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.